Manufacturer narrative:
The customer¿s report of separation was not confirmed. Visual inspection found that the male luer of the primary set was joined with the female luer of the non-bd extension set, however the male luer spin collar was received not fastened to the female luer. Functional and pressure testing resulted in no leaks or other issues during priming or a gravity infusion. The root cause of the report of a leak was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while moving a patient the tubing separated and caused fluid to splash into both eyes of the staff member. There was no report of staff or patient harm.